Event description:
The implantable neurostimulator, two leads, two extensions, and two anchors were returned with no information. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results code refers to the anchor. The implantable neurostimulator (ins), two extensions, two leads, and two anchors were returned for analysis. Final device analysis of the ins revealed that the battery was expanded. There was also a cosmetic depression in the access hole adhesive. There was no output or telemetry, assumed normal end of life. There were no significant anomalies, assumed normal end of life. Final device analysis of both extensions revealed that the distal and proximal ends were intact and undamaged. There were no significant anomalies; the extensions were ok, but cut through (suspected explant damage). Final device analysis of the first lead revealed no anomaly found, the lead was functionally ok. Final device analysis of the second lead revealed a reliability non-conformance; all the conductors were broken 19.6 cm from the distal end. It was also noted that the outer insulation was pinched with an impression in the out insulation indicative of the t-lock anchor site 20.1 cm from the distal end of the lead. Final device analysis of the anchors revealed no anomaly found.